Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination found no issue with the profile of the tip of the device and the profile of the markerbands that could have potentially contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning at the proximal balloon bond and extending approximately 15mm distally across the balloon material. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 6.0-4/4t/90 symmetry balloon catheter was advanced for pre-dilation. However, during the 7th inflation at 20 atmospheres for 30 seconds, the balloon ruptured. Since the lesion was sufficiently dilated, the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 6.0-4/4t/90 symmetry balloon catheter was advanced for pre-dilation. However, during the 7th inflation at 20 atmospheres for 30 seconds, the balloon ruptured. Since the lesion was sufficiently dilated, the procedure was completed. No patient complications were reported.